Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the cartridge chemistry (cc) sample probe collar wash vacuum was weak, resulting in a leak; the fse replaced the cc sample probe collar wash valve to correct the weak vacuum and leak.

Event description:
The customer reported to beckman coulter (bec) hotline support that their unicel dxc 600i synchron access clinical system leaked from the cartridge chemistry (cc) sample probe. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.